Event description:
Info received indicates the head of the stretcher would drift down with the weight of a pt.

Manufacturer narrative:
The tech found both gas springs not holding. The tech replaced the gas springs to repair the stretcher.